Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 4.2 was not detected on bus and the cubie was not able to open. A field service engineer had remoted in the device via remote smart service and released the cubies with the assistance of pharmacist also removed the pockets. Pharmacists had reloaded the medications into the row cubies to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.